Event description:
It was reported that the customer experienced occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer attempted to address the elevated bg by changing the infusion set. Ultimately, the customer reverted to an alternate method of insulin therapy.